Event description:
It was reported that a paedigav system (#fv298t) was implanted during a procedure performed on an unspecified date in february of 2011. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.

Manufacturer narrative:
Visual inspection during the investigation, no significant deformations or damage of the valves were determined. Permeability test a permeability test has shown that the valve is permeable. Computer controlled test to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve operates within the accepted tolerance in the vertical but not in the horizontal position. A reduced outflow in the horizontal position could be determined. Internal inspection after dismantling of the valve, deposits were found inside. Results based on our examination results, we can confirm a slowed outflow in the horizontal position on the paedigav. The deposits visible in the valve have led to the change in flow rate. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. The examination of the return shipment is complete with the preparation of this report.